Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, the possible cause could be an electrical problem. The most probable root cause is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the screen presented with image noise was found. There was no patient involvement.